Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of tricuspid regurgitation could not be conclusively established through this evaluation. Additionally, analysis of the submitted log files confirmed the reported event of low flow alarms which the account attributed to the patient's position. The system controller event log file contained relevant events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. One transient low flow hazard alarm was captured on (B)(6) 2023. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 at 4:30 am the system monitor turned off and when the nurse assessed the controller they said it was off but alarming. On interrogation the only alarm that was seen was a low flow alarm. Per the ICU team the system monitor and controller were only off for a few seconds before turning back on. All connections were intact and the system monitor was connected to a red outlet. Log files did not contain any evidence that the controller was off or that any pump stops occurred. A low flow event was noted on (B)(6) 2023 at 3:49:15 am. The low flow alarms occurred when the patient was being cleaned and repositioned, and resolved once the patient was repositioned. The patient was asymptomatic. It was also noted that a post-operative echocardiogram (echo) was performed that revealed severe tricuspid regurgitation (tr). Controller MFR # 2916596-2023-06880.